Event description:
It was reported that on (B)(6) 2010, 3 xience v stents were deployed in the proximal to mid left anterior descending artery (lad), which was mildly tortuous, mildly calcified. The lesion was predilated. The 2.5 x 23mm xience v stent was implanted in the most distal part, then the 3.0 x 28mm xience v stent in the middle and then the 3.5 x 18mm xience v in the proximal part of the lesion. All three stents were implanted overlapping the next. Post-dilatation of the implanted stents was preformed at 12-14 atmospheres using the sds balloon. On (B)(6) 2010, the patient returned for angiography to examine the remaining lesion in the diagonal and to follow-up on the previously treated lesion in the lad. The lad was confirmed to be occluded and thrombosis was observed, starting from the area proximal to the 3.5 x 18mm stent and through the 2.5 x 23 mm stent implanted in the most distal part. Thrombosis was observed inside all of the implanted xience v stents. Aspiration was performed using an aspiration catheter. Then, ballooning was performed using non abbott balloon catheters. The physician assumes the thrombosis formation occurred as a result of the stent deployment, as the thrombosis was confirmed to be present for the entire length of the lesion covered by the implanted stents, starting from exactly where the proximal edge of the most proximally implanted xience v. No additional information was provided.

Manufacturer narrative:
(B)(4): the stent remains in the patient. A follow-up report wil be submitted with all additional relevant information. The 3.0 x 28 mm xience v (1009541-28, (B)(4)) and 3.5 x 18 mm xience v (1009542-18, (B)(4)) are each being reported under separate medwatch report numbers.